Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 168mg/dl vs lab result of 219mg/dl. Tests were done within 5 minutes with a difference of 23%. Pt did not experience any adverse events.